Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
On (B)(6) 2012, the reporter, the patient's father, contacted animas to report that on (B)(6) 2012, the patient obtained elevated blood glucose readings of 400 mg/dl, 245 mg/dl and 329 mg/dl. At that time, the patient experienced the symptoms of nausea and vomiting. The patient noted the infusion set was leaking, and she replaced it. The patient was advised to go to the emergency room, but she refused. Later that day, the patient was taken to the urgent care; the reporter was unable to provide information about the patient's condition or treatment in the urgent care. The technical support representative contacted the patient's father several times after the patient was treated in the urgent care to obtain more information and to troubleshoot the pump; however, the reporter was unable to complete the troubleshooting reporter refused to provide additional information. It was determined the patient had replaced her infusion set once and had difficulty removing the insulin cartridge and infusion set from the pump. The patient was unable to change the infusion set a second time, as she had no further supplies. The patient's technique was incorrect by not replacing the infusion set after the multiple elevated blood glucose readings. However, as the patient suffered blood glucose readings and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.